Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis (ccpd) therapy on the liberty select cycler expired and had peritonitis and sepsis at the time of death. There was no specific allegation these adverse events were due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for a bowel perforation. The patient was found to have peritonitis at this admission. It was stated during a previous hospitalization, in (B)(6) 2021 for a pneumonectomy (unrelated to pd therapy), hospital staff demonstrated poor aseptic technique while assisting the patient with ccpd therapy on a hospital provided cycler (unknown brand and model), directly attributing to the patient¿s peritonitis. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with staphylococcus veridans and a white blood cell (wbc) count of 448/mm3. It was reported the patient¿s bowel perforation and peritonitis were unrelated as there was no evidence of a causal relationship. The patient was prescribed intravenous (IV) cefazolin and IV ceftazidime (unknown dosages, frequency, and duration) during this admission. The patient underwent an emergent surgical procedure in the hospital on (B)(6) 2021 to address the bowel perforation. The patient¿s pd catheter (not a fresenius product) was removed during this procedure and a central vascular catheter was placed in favor of hemodialysis (hd) therapy on a hospital provided hd machine (brand and model unknown) for the duration of the hospitalization. The patient subsequently expired on 7/apr/2021 in the hospital due to complications from the bowel perforation. The report of the patient¿s sepsis was corrected by the pdrn as the patient was not septic at the time of their death. Additionally, it was reported the patient was not undergoing an hd treatment on or around the time of death. It was confirmed the patient¿s peritonitis, bowel perforation, the resulting patient death and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Correction: e1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship does not exist between the patient¿s death due to complications from a bowel perforation and hemodialysis (hd) therapy on a hospital provided hd machine. The cause of the patient¿s death can be solely attributed to complications from a bowel perforation as reported by a medical professional. The end stage renal dialysis (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of high-risk comorbidities. It is unknown if a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing fresenius products and the adverse event of peritonitis as the brand of cycler used in the previous hospitalization was unknown. However, it was reported the root cause of the patient¿s peritonitis was due to poor aseptic technique from hospital staff. It is well established peritoneal dialysis (pd) patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to poor aseptic technique during ccpd therapy on an unknown cycler. Lack of aseptic technique or touch contamination is the most common source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of microorganisms that are the predominant normal flora on human skin. Therefore, the liberty cycler set can be excluded as the root cause of this event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis (ccpd) therapy on the liberty select cycler expired and had peritonitis and sepsis at the time of death. There was no specific allegation these adverse events were due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 for a bowel perforation. The patient was found to have peritonitis at this admission. It was stated during a previous hospitalization, in (B)(6) 2021 for a pneumonectomy (unrelated to pd therapy), hospital staff demonstrated poor aseptic technique while assisting the patient with ccpd therapy on a hospital provided cycler (unknown brand and model), directly attributing to the patient¿s peritonitis. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with staphylococcus veridans and a white blood cell (wbc) count of 448/mm3. It was reported the patient¿s bowel perforation and peritonitis were unrelated as there was no evidence of a causal relationship. The patient was prescribed intravenous (IV) cefazolin and IV ceftazidime (unknown dosages, frequency, and duration) during this admission. The patient underwent an emergent surgical procedure in the hospital on (B)(6) 2021 to address the bowel perforation. The patient¿s pd catheter (not a fresenius product) was removed during this procedure and a central vascular catheter was placed in favor of hemodialysis (hd) therapy on a hospital provided hd machine (brand and model unknown) for the duration of the hospitalization. The patient subsequently expired on (B)(6) 2021 in the hospital due to complications from the bowel perforation. The report of the patient¿s sepsis was corrected by the pdrn as the patient was not septic at the time of their death. Additionally, it was reported the patient was not undergoing an hd treatment on or around the time of death. It was confirmed the patient¿s peritonitis, bowel perforation, the resulting patient death and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s).